Manufacturer narrative:
The device has been received by depuy synthes power tools. (B)(4) evaluated the device, and the reported problem could not be duplicated. The unit was found to meet all performance requirements. If add'l info is received, a supplemental report will be sent.

Event description:
Report received from USA stating that device was displaying e6 error message when foot pedal was initially depressed. It is unknown if the device was being used in surgery. No patient injury was reported. It is unknown if a delay in surgery or medical intervention occurred. There is no add'l info.